Event description:
It was reported that multiple cartridge did not fit on the pump. A new cartridge from a different cartridge box was used, and the customer was able to successfully resume insulin delivery. Customer's blood glucose level was 108 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.